Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned for evaluation. Catalog/lot number not provided. Complaint history reviewed and analysis shows no trend for item/lot. Functional testing shows failures due to screws being exposed to excessive torque during insertion.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly, the screws broke in surgery.